Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital will not return due to procedures. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: articular surface catalog # 00595203010 lot # 63185344, cr-flex pct femoral catalog # 00595001406 lot # 62101538 unknown cement. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01641, 3007963827-2019-00129. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee procedure and subsequently, approximately three years later the patient was revised due to loosening of the pegged tibia.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of pictures provided. Visual examination of the provided pictures show femoral and tibial components. Traces of blood and bone cement is noted on the posterior surfaces of the tibial component and femoral component condyles. Device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The provided x-ray frontal/deficiency description indicates that there is loosening of the pegged component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.